Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter, the needle would not retract. The following information was provided by the initial reporter: unable to retract the needle back in.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-mar-2022. H.6. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received 150 sealed 22g x 1.00in. Insyte autoguard units from lot number 1350055. A gross visual inspection of the returned units did not find any damage to the units. Twenty units were randomly selected and functionally tested by pressing the button and observing for needle retraction failure. All units successfully retracted. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ shielded IV catheter, the needle would not retract. The following information was provided by the initial reporter: unable to retract the needle back in.